Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. During preparation, the mitraclip delivery system failed to establish final arm angle (efaa). The test was repeated twice and efaa worked. The same device was advanced to the mitral valve and the leaflets were grasped. However, again the clip failed efaa. The clip was not implanted and was removed. There was no adverse patient effect and no clinically significant delay during the procedure. A total of one clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported unintended movement (clip open - during establishing final arm angle/efaa) was not confirmed during returned device analysis as no issues were noted during returned device analysis and the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open - efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.